Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt received one trial lead and experienced left leg pain. The pt experienced soreness or discomfort in the upper back and chest area. It was reported the pt was experiencing stimulation in the chest. The physician had an x-ray taken on (B)(6) 2014 and determined the lead had migrated from t7 to the t1 area, and had moved off of midline into the gutter. The trial lead was removed, but testing was performed to pull the lead back to t7 prior to the explant. It was reported the pt still received rib area stimulation.